Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed to open and required maintenance. The customer attempted to reboot the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) found no error indicators, indicating the drawer had likely already been recovered. Fse tested the drawer multiple times using hardware test application (hta) and confirmed normal functionality, with results documented. Additionally, the technician tested the drawer in the medication application, and no failures were observed. The system functioned as intended after field service engineer investigated the device.